Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided images. Video contain information regarding catheter helix break. After review of the provided images. Video helix break can be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026 a patient underwent thrombectomy and atherectomy procedure using a rotarex device for left iliac artery occlusion or thrombosis in the lower extremity. During the procedure, it was reported that the catheter was fractured and retrieved after completion of the removal. Once outside the patient, the team observed that the head end of the catheter had separated from the sheath tubing. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026 a patient underwent thrombectomy and atherectomy procedure in lower extremity using a rotarex device for left iliac artery occlusion or thrombosis in the lower extremity. During the procedure, it was reported that the catheter was fractured and retrieved after completion of the removal. Once outside the patient, the team observed that the head end of the catheter had separated from the sheath tubing. There was no reported patient injury.